Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was reported that three days after the implant of the hickman, the pt complained of pain in the chest area - nothing was found during the examination. Twelve hours later, appear flatulence in the canal. In injection, it was seen that there is a leakage through the canal.